Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2017. The most recent information was received on 08-mar-2019. This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("patch test to nickel positive to nickel sulphate (+++)") and varicose veins pelvic ("pelvic varicosities") in a 39-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain, physiotherapy (for back pain) and pelvic pain female. Previously administered products included for back pain: anti-inflammatoriy drugs. Concurrent conditions included endometriosis. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced depression ("anxio-depressive syndrome"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), varicose veins pelvic (seriousness criterion medically significant), pelvic pain ("slight pain in the lower part of the belly / chronic pelvic pain present before essure but worsened"), adverse event ("adverse events"), fatigue ("fatigue"), headache ("headaches"), abdominal pain ("abdominal pain"), back pain ("lower back pain radiating to legs"), menorrhagia ("heavy menstrual periods") and myalgia ("muscle pain"). The patient was treated with alprazolam (xanax), duloxetine hydrochloride (cymbalta), surgery (essure removal via bilateral salpingectomy on (B)(6) 2017) and pelvic varicosities were embolised. Essure was removed on (B)(6) 2017. In (B)(6) 2017, the adverse event, fatigue, headache, abdominal pain, back pain, menorrhagia and myalgia had resolved. In (B)(6) 2017, the depression had resolved. At the time of the report, the allergy to metals and varicose veins pelvic outcome was unknown and the pelvic pain had not resolved. The reporter provided no causality assessment for abdominal pain, adverse event, allergy to metals, back pain, depression, fatigue, headache, menorrhagia, myalgia and varicose veins pelvic with essure. The reporter considered pelvic pain to be unrelated to essure. The reporter commented: all the adverse events resolved almost immediately after the removal of essure. She still had slight pain in the lower part of the belly but she thought it was related to endometriosis. Diagnostic results (normal ranges are provided in parenthesis if available): skin test - on (B)(6) 2017: assessment: abnormal nos results: positive to nickel sulphate (+++). Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 8-mar-2019: patient's information was updated and the event "pelvic varicosities which were embolised" was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("patch test to nickel positive to nickel sulphate (+++)") in a 39-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain and physiotherapy (for back pain). Previously administered products included for back pain: anti-inflammatory drugs. Concurrent conditions included endometriosis. On (B)(6)2013, the patient had essure inserted. In (B)(6)2014, the patient experienced depression ("anxio-depressive syndrome"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), pelvic pain ("slight pain in the lower part of the belly"), adverse event ("adverse events"), fatigue ("fatigue"), headache ("headaches"), abdominal pain ("abdominal pain"), back pain ("lower back pain radiating to legs"), menorrhagia ("heavy menstrual periods") and myalgia ("muscle pain"). The patient was treated with alprazolam (xanax), duloxetine hydrochloride (cymbalta) and surgery (essure removal via bilateral salpingectomy). Essure was removed on (B)(6)2017. In (B)(6)2017, the adverse event, fatigue, headache, abdominal pain, back pain, menorrhagia and myalgia had resolved. In (B)(6)2017, the depression had resolved. At the time of the report, the allergy to metals outcome was unknown and the pelvic pain had not resolved. The reporter provided no causality assessment for abdominal pain, adverse event, allergy to metals, back pain, depression, fatigue, headache, menorrhagia and myalgia with essure. The reporter considered pelvic pain to be unrelated to essure. The reporter commented: all the adverse events resolved almost immediately after the removal of essure. She still had slight pain in the lower part of the belly but she thought it was related to endometriosis. Diagnostic results (normal ranges are provided in parenthesis if available): skin test - on (B)(6)2017: assessment: abnormal nos results: positive to nickel sulphate (+++). Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 31-jan-2019: new information added: the patient consulted from (B)(6)2014 to (B)(6)2017 for anxio-depressive syndrome requiring treatment with cymbalta and xanax. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 30-jun-2017. The most recent information was received on 09-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("patch test to nickel positive to nickel sulphate (+++)") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included back pain and physiotherapy (for back pain). Previously administered products included for back pain: anti-inflammatory drugs. Concurrent conditions included endometriosis. In 2013, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), pelvic pain ("slight pain in the lower part of the belly"), adverse event ("adverse events"), fatigue ("fatigue"), headache ("headaches"), abdominal pain ("abdominal pain"), back pain ("lower back pain radiating to legs"), menorrhagia ("heavy menstrual periods") and myalgia ("muscle pain"). The patient was treated with surgery (essure removal via bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, fatigue, headache, abdominal pain, back pain, menorrhagia and myalgia outcome was unknown, the pelvic pain had not resolved and the adverse event had resolved. The reporter provided no causality assessment for abdominal pain, adverse event, allergy to metals, back pain, fatigue, headache, menorrhagia, myalgia and pelvic pain with essure. The reporter commented: all the adverse events resolved almost immediately after the removal of essure. She still had slight pain in the lower part of the belly but she thought it was related to endometriosis. Diagnostic results (normal ranges are provided in parenthesis if available): skin test - on (B)(6) 2017: positive to nickel sulphate (+++) (abnormal nos). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 10-aug-2017 for the following meddra preferred term: allergy to metals. The analysis in the global safety database revealed 278 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 9-aug-2017: new events "fatigue", "headaches", "abdominal pain", "lower back pain radiating to legs", "heavy menstrual periods", and "muscle pain" were added. Essure was inserted in 2013. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("patch test to nickel positive to nickel sulphate (+++)") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included back pain and physiotherapy (for back pain). Previously administered products included for back pain: anti-inflammatory drugs. Concurrent conditions included endometriosis. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), pelvic pain ("slight pain in the lower part of the belly") and adverse event ("adverse events"). The patient was treated with surgery (essure removal via bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals outcome was unknown, the pelvic pain had not resolved and the adverse event had resolved. The reporter provided no causality assessment for adverse event, allergy to metals and pelvic pain with essure. The reporter commented: all the adverse events resolved almost immediately after the removal of essure. She still had slight pain in the lower part of the belly but she thought it was related to endometriosis. Diagnostic results (normal ranges are provided in parenthesis if available): skin test - on (B)(6) 2017: positive to nickel sulphate (+++) (abnormal nos) . The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: allergy to metals. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.